Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor glucose and blood glucose had big variance. Customer's sensor glucose was 250 mg/dl and blood glucose was 400 mg/dl. During troubleshooting, customer mentioned the sensor cannula was a little bent. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of one random opened and used enlite sensor. Performed the continuity resistance test and the sensor failed per specifications. A visual inspection found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.